Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 225 mg/dl due to an unknown cause. Manual injections were used to correct. A system check was performed and insulin was not observed to be flowing consistently out of the cartridge tubing. The customer declined to perform a supply change to address the issue.